Event description:
The facility reported a pump with fail code 500:320. This fail code occurred during biomedical testing. There was no pt injury or medical intervention associated with this event. This pump contains user interface module master software version 5.04.00 which is categorized as "unremediated."

Manufacturer narrative:
The pump was reported with fail code 500:320. Primary repair confirmed the reported problem, finding failure code 500:320:844:0000 upon power up and in the event history. The problem was determined to have been caused by a faulty channel "a" pump-head module (phm) keypad (all keys were unresponsive). The channel "a" phm keypad was replaced to fix the problem. The pump was retested and returned to the customer within spec. This issue is being investigated under CAPA.